Manufacturer narrative:
The main component of the system, other applicable components are: product ID: 3708660, serial# (B)(4), implanted: (B)(6) 2017, explanted: (B)(6) 2017, product type: extension.. Product ID: 3708660, serial# (B)(4), implanted: (B)(6) 2017, explanted: (B)(6) 2017, product type: extension. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care provider (hcp) via a manufacturer representative (rep) regarding a patient who was implanted with a neurostimulator (ins) for movement disorders. The patient had an infection around the ins pocket with pus oozing out which started about three weeks prior to this report. The ins and both extensions were explanted, but the leads remained implanted. The issue was resolved at the time of this report. No further complications were reported/anticipated. Relevant medical history includes history of infection.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.